Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device battery was not holding a charge and took a long time to recharge, with a solid green light displayed during charging and multiple outlets tried; the user suspected the charging pad, and a replacement charging pad was sent. Symptoms included no reported adverse physiological effects and no blood glucose issues. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included troubleshooting and provision of replacement charging accessories. Investigation of this case revealed a suspected malfunction of the external charging pad rather than the device itself. It was concluded, based on previously established findings for similar reports, that the cause was likely accessory malfunction related to the charging pad.